Manufacturer narrative:
Other, other text: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was found to provide accurate measurements within specification. The sensor was confirmed to be functioning as designed. E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported, "under low-light conditions (bed headboard lamp), at approximately 5:00 pm, the pulse oximeter showing a good plethysmographic waveform and an adequate perfusion index indicated an spo2 of 99%. The patient had warm skin. The sensor was tested on several fingers of an unspecified hand. At the time of arterial blood gas analysis, the measured oxygen saturation was 78%. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact. H3 - other text: product not returned.

Event description:
The customer reported, "under low-light conditions (bed headboard lamp), at approximately 5:00 pm, the pulse oximeter showing a good plethysmographic waveform and an adequate perfusion index indicated an spo2 of 99%. The patient had warm skin. The sensor was tested on several fingers of an unspecified hand. At the time of arterial blood gas analysis, the measured oxygen saturation was 78%. There was no patient impact or consequence reported.